Manufacturer narrative:
(B)(4)

Event description:
It was reported that through merlin.net transmission, an alert for non-sustained oversensing was observed. Upon reviewing the episodes, intermittent capture in the ventricle that lead to conducted beats after the paced events. The patient was asymptomatic. Programming changes were made and no more issues were observed.